Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine testing , the cardiosave intra-aortic balloon pump (iabp) unit had a cracked touchscreen. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) verified the issue and replaced the lower touchscreen display and performed touchscreen calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the touchscreen assy, this part was received with a reported unit failure message of lower display cracked due to something being dropped on the screen. Performed visual inspection of this part received and observed touchscreen has cracked, due to crack the fat dept. Cannot be investigation further. Touchscreen failed testing. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a